Manufacturer narrative:
¿On (B)(6) 2019 cdrh experienced an intermittent issue causing medwatch reports to remain stuck in ack 2. This report was affected by this issue and is now being resubmitted. The original submission was made within the 30 day reporting timeline.¿ since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent unspecified breast augmentation with 325cc mentor smooth round moderate plus profile and was presented with left side breast implant deflation postoperatively. As a result, the device will be explanted on (B)(6) 2019.